Manufacturer narrative:
The system logs were reviewed but provided no additional insight regarding the cause of the reported complaint. Additionally, the archive does not contain registration data. The mr scan contains noise but resulted in an acceptable surface (note hole in surface at top of head). Software is functioning as designed. Unable to determine probable cause without further information since the log investigation proved to be inconclusive.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archive used in the procedure was shipped to medtronic. The archive was insufficient for investigation as there was no registration pattern present.

Event description:
A site representative reported that, while in a cranial resection, an imprecision was observed after registration. It was reported that after multiple registrations, resolution could not be confirmed. It was reported that the area of interest had good accuracy per the application software. The surgeon was reported to have felt inaccurate by 3-5 millimeters laterally when in the inner campus. It was reported that the surgeon opted to continue with navigation as the tumor was surface level. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.